Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited decreased sensing, loss of capture (loc) at high outputs and high out of range pacing impedance measurements greater than 2,000 ohms. It was reported that the patient was involved in an automobile accident around the time that these clinical observations began. Subsequently, an invasive procedure was performed. The pacemaker was explanted and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the hospital is in possession of this pacemaker and the return is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.